Event description:
It was reported that post a stenting treatment procedure, in-stent restenosis occurred. The physician performed ivus to check the diameter of the calcified and moderately tortuous left common iliac artery (cia) where a previously implanted unknown wallstent was located. The wallstent, implanted on an unknown date, had become 40% stenosed. Percutaneous transluminal angioplasty was performed to treat the in-stent restenosis with the use of a 4x15mm peripheral cutting balloon and a 5x40mm sterling balloon catheter, resulting in less than 10% stenosis. The procedure was completed successfully with no further reported patient complications. The patient status is listed as "good".

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.